Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet following an ilet software update; the user was guided to toggle cgm settings, restart the ilet, and re-enter the pairing code, which addressed an intermittent communication failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure between the ilet and the dexcom g7, with interoperability factors identified; no device problem was found on the ilet itself, and the component implicated by code association was the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to known component-related communication behavior resolved by standard troubleshooting.